Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009: patient was pre-operatively diagnosed with l4-5 discogenic back pain syndrome and underwent the following procedure: l4-5 transforaminal lumbar interbody fusion with peek interbody device and peek rods. As per op-notes, ¿a half-sponge from the small rhbmp-2 kit was then rolled with the patient¿s own local autograft bone which had been morcellized after harvesting from the lamina-facet complex and then gently tamped into the disk space. The other half-sponge from the small rhbmp-2 kit was then packed into the 22 by 10 mm peek interbody implant which was also gently tamped into the l4-5 disk space.¿ post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.